Event description:
During an uterine myomectomy procedure, there was a crack on the tip of the inner cylinder. It was found when opened the package. Another device was used to complete the case. There were no adverse consequences to the pt. One device returning.